Manufacturer narrative:
Patient programmer: model 7436, serial # (B)(4), implanted: na, explanted: na. Lead: model 3387s, lot # v398876, implanted: (B)(6) 2010, explanted: unk. Lead: model 3387s, lot # v398876, implanted: (B)(6) 2010, explanted: unk. Extension: model 7482a, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk. Extension: model 7482a, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and shocking. The location of the patient's symptoms was the parasthesia area. There was no known accident or incident related to this event. Additionally, the patient was not able to adjust stimulation. There were no status lights visible or audible beeps heard from the patient programmer. The patient would go to the store to purchase new batteries. Additional information has been requested, but was not available as of the date of this report.